Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads implanted with the same lot numbers. It was reported the patient is experiencing auto-reducing on his programs. The sjm representative met with the patient and lead diagnostics showed multiple high impedances. The sjm representative was to resolve this issue with reprogramming. Surgical intervention may be pending to address this issue.